Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while manipulating the lens, the haptic was caught in the capsule and tore the capsule. The lens was removed intraoperatively and an anterior chamber lens was implanted successfully. The prognosis was reported as "patient is being followed on routine, but no unusual treatment necessary"

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.